Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing their device alert and submitted a remote transmission. A lead integrity alert (lia) was triggered by what appeared to be external noise. There were high rate non-sustained episodes and sensing integrity counter (sic) events. The patient confirmed using an electric paint sprayer at the time of the incident. Later, the patient called back and said the device was toning again. The health care provider indicated they would bring the patient in to clear the alert. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.